Event description:
The customer reported that the ac led was not lit.

Manufacturer narrative:
(B)(4). The customer reported that the ac led was not lit. The unit was evaluated and repaired locally by replacing the power supply. The unit passed all post-servicing testing and is back at the customer site.